Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mmx8mm emerge¿ balloon catheter was prepared for dilation. However, the shaft broke in half while inserting into the guide catheter. No patient complications were reported.